Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient did not receive audible alarms from the g5 mobile application. No data was provided for evaluation. Confirmation of the allegation and a root cause were not determined.